Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient pre-operative diagnosis what was the purpose of the use of the dermabond? What was the surgery procedure? What was used to close the incision? What is meant by the ¿device separated form the incision¿? Did the dermabond come off prematurely? Did the wound separate? Location and size of incision? How the device was used (what layer of tissue and how many layers applied)? Was a dressing placed over the incision? What other products were used to close incision ? Was there any pre-dehiscence event ? What in the physicians opinion are the factors contributing to the event? Patient demographics: initials/ID; age, gender, bmi. Patient pre-existing conditions. Update to patient current condition.

Event description:
It was reported that the patient underwent port insertion procedure on an unknown date and topical skin adhesive was used. On (B)(6) 2016, the patient had gone home and returned to the ER approximately 4 hours later. The device had separated from the incision leaving it exposed. Another device was re-applied and the patient was released. Additional information has been requested.

Manufacturer narrative:
Corrected information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch kjh151, batch kge989, batch kgh562. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of these lots. Nine representative devices were received and inspected while still within the sealed package. All 9 devices were intact. The adhesive within the device ampoules moved freely when the device was inverted. The samples were tested for setting time and setting temperature and all 9 samples met the requirements.